Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for evaluation. The generator was visually inspected and had no physical damage. Upon start up the generator booted to a white screen upon applying power. The returned device was disassembled and an external monitor was internally connected to confirm the cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the root cause of the reported event was isolated to a depleted cmos battery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure, the generator display went white. The procedure was cancelled. There were no adverse patient consequences.